Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is an off-label usage of the device, on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the thigh. On (B)(6) 2024, the patient¿s cgm was reading high, and self-treated with insulin multiple times. The patient went to bed, then in the morning the patient¿s daughters noted that the patient was barely responding and treated the patient with baqsimi glucagon nasal spray. No cgm nor bg readings were documented from that moment. The patient¿s daughters contacted the emergencies and treated the patient with apple juice and advised to bring the patient to the hospital. At the hospital, a fingerstick was taken by the paramedics, the cgm reading was 310 mg/dl, and the bg reading was 237 mg/dl. At the time of the report the patient was stable. Technical support attempted to contact the patient for further details about the event, but it was not successful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the a zone of the parkes error grid calculator after treatment were taken. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.